Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger telemetry module (rtm) would cause the no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the controller displayed recharger problem (screen 84). Had the pt disconnect the rtm from the controller and reset the controller (heard someone in the background say that it was not that easy to remove the battery pack from the controller); pt noted that they had already tried resetting the controller in attempt to resolve the issue. Pt stated that they were so frustrated because they knew exactly where to place the rtm, however the controller kept saying that the device was not found. Pt confirmed that there was no apparent damage to the rtm. Asked the pt if the rtm was getting hot while they were recharging the ins; pt stated that if they recharged the ins at night with the rtm on their bare skin then the paddle would get hot (when asked for the event date, pt stated that it was quite awhile ago); pt stated that the rtm relay box would also get hot while recharging the ins (when asked for the event date, pt stated that it was a long time ago). When asked for the event date of when the recharger problem message appeared, pt stated that it was within the last couple of days. Pt noted that they recharge their ins every day. The issue was not resolved. An email was sent to the repair department to replace the rtm.